Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported display malfunction. The fse disassemble the display, reseat all connectors; check the coiled cable and reseat all connections on display controller board. The fse perform full functional, pneumatic and electrical safety tests. The iabp passed all the test and was returned to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display flickering intermittently. There was no patient involvement and no adverse event was reported. It is unknown when the event occurred.